Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was vibrating without any alert. Customer cannot recall their blood glucose reading. Troubleshooting was performed. The insulin pump was exposed to moisture in swimming pool. Customer was recommended to use their back plan according to healthcare provider instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump had blank display due to moisture damage on electronics. Unable to perform idle current test, run current test, self test, off no power test, unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. No vibration anomaly noted. Pump had corroded motor home switch. Pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and stained end cap sticker.